Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid abnormalities" and rupture was identified via MRI. (B)(4).

Event description:
Patient reported the right side "has a strain where the incision is, soreness, lump like a baseball, pain ("a line that burns from armpit to the center of chest, burning¿, and ¿fluid streaming, like leaking" from the right side¿. Patient also reported ¿causes difficulty breathing¿, "problems with their head", ¿feels electric shocks in their head¿, "expressed concern that their explanting physician has scheduled an MRI and will not allow the patient to cover their head to protect their self because they don't want any more problems with their brain"; these events are not device related. Healthcare professional reported " "fluid abnormalities" and rupture. Device was explanted.